Manufacturer narrative:
Device passed displacement test. However, unit alarmed a33 during basic occlusion test due to loose/protruded drive support disk. Unable to perform prime test, occlusion test or excessive no delivery test due to a33 alarms.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via that the insulin pump alarmed for compromised force sensor system. The customer¿s blood glucose level was unknown. Customer reported that the firstly they did not go through the rewind process. Customer reported that they were able to rewind the insulin pump. Customer was able to clear the alarm. The customer was advised that the insulin pump need to be replaced and to revert to the backup plan. The insulin pump will be returned for analysis.